Event description:
Patient had diagnosis of ulcerative colitis. PICC line was placed via the left arm in 2001. Patient developed tingling, discolor/tender at site. This started four days later. After this, an ultrasound was done and deep vein thrombosis was confirmed. PICC line was discontinued the same day. Patient was treated with heparin.